Manufacturer narrative:
A sample from the patient was provided for investigation. The results obtained by the customer could be reproduced. A single antigen analysis for igm and igg specific antibodies with an in-house test showed no reactivity. Fujirebio immunoblot innolia testing of the sample was negative with no visible bands. Based on the investigation, the patient sample is considered correctly non-reactive with the elecsys syphilis assay. The investigation did not identify a product issue. The product performs within specifications.

Manufacturer narrative:
The serial number of the e601 analyzer is (B)(6). Calibration and controls were acceptable. The investigation is ongoing. Medwatch field e1. Initial reporter email address was provided (B)(6).

Event description:
The initial reporter stated they received a false negative result for one patient sample tested with elecsys syphilis on a cobas 6000 e601 module. No questionable results were reported outside of the laboratory. The values measured with the elecsys syphilis assay did not match the patient's clinical diagnosis. The patient sample resulted in a syphilis value of 0.133 coi (non-reactive). The sample was repeated and the result was still negative. Elisa testing performed on the patient sample resulted in a value of 18.67 (reactive with cutoff of 0.14). No units of measure were provided for the method. Immunochromatography test strips, tppa, and rpr testing performed on the patient were all positive.